Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right ventricular lead triggered a lead warning and showed impedances out of measurable range, noise and intermittent capture. It was further reported that the lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.